Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage was observed. When attempting to deliver the 2.75x32mm taxus express2 drug eluting stent to the right coronary artery (rca), the physician was unable to cross the tight lesion. The physician pulled the stent back out and looked at the struts and observed that the struts were bent. The procedure was successfully completed with another of the same size taxus stent. No pt complications were reported and the pt condition is noted as okay.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.